Event description:
It was reported that (3) lcsc5 were used during a lap radical prostatectomy procedure. It was reported by the rep that the nurses states that each of the lcsc5 devices worked for about forty minutes and then gave a solid tone. The devices were replaced and the operation completed. There was no consequence to patient.